Event description:
The accounts engineer stated that the hi/low function ran down unintentionally.

Manufacturer narrative:
The engineer isolated the siderails and traced the issue to the right caregiver control. He replaced the right caregiver control to repair the bed.